Manufacturer narrative:
During follow-up, the patient said he did not notice any malfunction or defect with the m14 catheters. He did not have the lot number of the m14 unit he was using at the time of the infection. He said he suffered no injury, bleeding, or cut. He said he had to touch the catheter to insert it, so perhaps did not use a sterile enough technique since he was catheterizing for the first time.

Event description:
Intermittent catheter patient (user) stated he acquired a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient reported he was prescribed an antibiotic for the infection, took the full course and recovered completely.